Event description:
The reporter stated the surgeon inserted and removed a micl 13.2mm implantable collamer lens in 2009. The surgeon was not able to tuck the 2nd haptic. The lens was too big. The incision was widen when lens was removed and one suture was required. No other lens was implanted. Last visit was six days later, patient is doing well. Bcva is 20/20.

Manufacturer narrative:
Evaluation results: a work order search was performed and no similar complaints found.